Event description:
It was reported that pump display had pixel issue with distracting stuck pixels in center that affected ability to read and interact with screen. There was no adverse impact to the customer¿s blood glucose level. Customer continued to use current pump as backup therapy.